Event description:
The customer reported a lack of power. During service technician found failed rpm and sound testing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged blades were found due to normal wear. Too low rotation speed, lamella broken; tube swells up and has a hole. Engine examined, tube and small parts replaced.